Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, d4, d5, e2, e3, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-mar-2022 to 14-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a fridge failure. A field service engineer confirmed that the issue was resolved by customer. The customer did a hard reset to the fridge and main pyxis station. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that a bd pyxis medstation es system refrigerator pockets did not open, preventing the user from retrieving the medications for the patient during a procedure. The customer added that the fridge was unable to recover even after rebooting and the medications were obtained from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the fridge required a reset. Customer did a hard reset to the fridge and main pyxis station. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator pockets did not open, preventing the user from retrieving the medications for the patient during a procedure. The customer added that the fridge was unable to recover even after rebooting and the medications were obtained from pharmacy. There were no adverse events or injuries reported based on this event.